Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction:  in follow up 1, in section h11, it was indicated there was a correction total noe for this period was 500 however the total number is 501.  In initial report, in section h10, lot number 60154767  had a quantity of 21, however, the quantity should have indicated 22.  All pertinent information to johnson & johnson surgical vision inc has been submitted.

Manufacturer narrative:
Additional information: there were 4 investigations completed during this period: 2 of the devices were returned in the original packaging and functional testing found devices were within specifications. 1 of the devices was returned and during visual inspection a deformed seal ring was observed. Suction and cone dimensions were measured, and suction test result was found outside of specifications. Operational problem was confirmed. 1 of the devices was returned and during visual inspection a crack on patient interface clip was observed. Suction and cone dimensions were measured, and suction test result was found outside of specifications. Operational problem was confirmed. Correction: it was initially reported that the total noe for this period was 504. During case processing it was found that 4 events were duplicate. The correct noe for the period is 500. As a result of this the lot numbers 60161107 and 60161103 number of total events are less than initially reported. The new total of events for lot 60161107 is 14 (instead of 16) and for 60161103 is 5 (instead of (7).

Manufacturer narrative:
Lot numbers: unknown (116), 60153465 (36), 60155493-(27), 60158133 (27), 60154767 (21), 60129419 (17), 60154766( 17), 60161107 (16), 60152372 (14), 60158134 (13), 60149059 (11), 60154768 (11), 60162322 (9), 60118516 (8), 60161103 (7), 60153466 (7), 60154769 (7), 60161104 (6), 60152373 (6), 60151192 (6), 60150208 (6), 60130445 (6), 60161486 (5), 60149057 (5), 60157031 (5), 60155494 (5), 60151195 (5), 60150209 (5), 60157029 (4), 60130436 (4), 60136211 (4), 60151193 (4), 60146510 (4), 60141169 (3), 60153464 (3), 60162321 (3), 60085996 (3), 60083611 (3), 60177796 (3), 60150211 (3), 60157028 (3), 60135003 (2), 60139745 (2), 60119946 (2), 60139743 (2), 60149058 (2), 60130435 (2), 60123969 (1), 60146509 (1), ca16554 (1), 60076498 (1), 60113662 (1), 60150210 (1), 60174668 (1), 60104559 (1), cc10747 (1), 60103063 (1), 60150133 (1), 60113879 (1), 60161487 (1), 60147666 (1), 60142307 (1), 60116967 (1), 60127488 (1), 60112427 (1), cc03827 (1), 60137580 (1), cc12541 (1), 60137581 (1), 60127489 (1), 60119945 (1). From the total of 504 reported events 498 were not investigated following internal procedures that no investigation is required for previously investigated events and in 6 events the customer requested an investigation to be conducted. Of the 6 events that an investigation was requested: 2 cases that were investigated the lot number was not provided and the product has not returned. 4 open investigations (investigation requested by account). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 504 </noe> malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. Of the 504 reported events 391 were completed successfully, 6 were not completed successfully and 112 did not provide information regarding the procedure completion. Of the 391 event that were completed successfully: 119 cases had a new patient interface used to complete the procedure, 22 cases had the same patient interface used, 250 cases the information was not provided. There were no medical events reported.